Event description:
It was reported that the anchor pulled out. There was a backup device available to complete the procedure with no delay. An additional bone hole was created to complete the procedure.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. From the information provided, "the anchor pulled out." An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Poor bone quality. Misalignment of implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.